Event description:
It was reported by the pt's attorney that as a result of having the product implanted, the pt has experienced significant mental and physical pain and suffering, has sustained permanent injury, permanent and substantial physical deformity, and has undergone or will undergo corrective surgery or surgeries.